Event description:
It was reported a stroke, and thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. Complete laa seal was noted. The patient was discharged on plavix. 62 days post index procedure, the patient presented to the emergency department and diagnosed with acute ischemic stroke, with a left frontal hypodensity. The patient required an intervention in response to the stroke. The following day, imaging confirmed there was a device related thrombus (drt) on the closure device. In the physician's opinion, the drt caused the patient to have a stroke. The patient remains hospitalized.